Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-06736, 2938836-2020-06738, 2938836-2020-06739. It was reported that when the patient presented remotely via merlin.net transmission, low, out of range, pacing lead impedance was observed on the right atrial lead since (B)(6) 2019. Reproducible noise was also noted in clinic via isometric testing and pocket manipulation. Upon opening the pocket for the lead explant procedure on (B)(6) 2020, twiddler¿s syndrome was found. Right atrial, left ventricular lead, and right ventricular lead were tightly knotted in the pocket. Insulation deformation in helical pattern was noted on the atrial lead. The leads were uncoiled, and the right atrial lead was explanted and replaced. The patient was stable.